Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During treatment phase dwell 3, a ¿heater bag not detected¿ message occurred. The ¿ok¿ button was selected and the alarm reoccurred. The ¿heater bag not detected¿ occurred three consecutive times before the treatment was canceled. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler was replaced. The cause of the observed dried fluid and fluid could not be determined. System air leak passed. Valve actuation passed. Voltage check passed. The load cell value and verification was within tolerance. Temp test passed. Passed mushroom head check. Test positive for glucose. The reported symptom (fluid leaking) was not confirmed. Encountered heater bag not detected. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis nurse reported finding a fluid leak from a cassette following treatment. The patient was not identified. The event happened 2 weeks earlier and no details about the patient were made available. The cycler was replaced. The facility had other cyclers available if needed. Additional information has been solicited but not made available.